Manufacturer narrative:
A visual examination of the returned device found that the stent was fully deployed from the delivery system. In addition, the distal handle had been retracted past the re-constrainment marker. No other issues were noted with the returned device. The condition of the returned incident device was not consistent with the complaint that the stent was partially deployed. The complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported that the patient is (B)(6). (B)(4) relates to (B)(4) for the reported event of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stent placement procedure on (B)(6) 2011. According to the complainant, during the procedure, the stent was positioned within the left hepatic duct and bile duct. The anatomy was not tortuous; however, the lesion was pre-dilated. The stent was partially deployed when it was determined that the stent was not in the desired location. However, when the physician attempted to re-constrain the stent, difficulty was encountered. The stent was removed from the patient partially deployed without issue. The procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stent placement procedure on (B)(6) 2011. According to the complainant, during the procedure, the stent was positioned within the left hepatic duct and bile duct. The anatomy was not tortuous; however, the lesion was pre-dilated. The stent was partially deployed when it was determined that the stent was not in the desired location. However, when the physician attempted to re-constrain the stent, difficulty was encountered. The stent was removed from the patient partially deployed without issue. The procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.